Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt's tibial baseplate subsided so her implants were revised. When items were explanted, before sterilization, the rep attempted to take the insert out of the baseplate for proper sterilization. Any abnormalities were caused by attempted removal."